Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. Investigation summary: based on the available information, although the product could not be returned, we have determined that the pericardial effusion and vessel perforation are known inherent risk of use of this device. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the versacross connect access solution device confirmed that the events of vessel trauma and pericardial effusion are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect access solution device is acceptable. Investigation conclusion: based on the information provided, the reported events of vessel trauma and pericardial effusion are known inherent risks of the versacross connect access solution device. Vessel trauma and pericardial effusion is an expected procedural complication addressed within the IFU for theversacross connect access solution. There are several factors that may have contributed to the adverse event(s), such as excessive force during advancement of the device, physician/scrub tech technique, tortuous or challenging patient anatomy, or prior patient condition. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that pericardial effusion and perforation had occurred. Procedure was cancelled. It was reported that versacross connect laac access solution selected for left atrial appendage closure (laac) procedure. Prior to procedure, physicians was going transseptal using versa cross connect. Tee was used for imaging during implantation. When rf wire was advanced, it crossed the vessel and straight towards the aorta, which lead to a perforation through aorta. Physician gave full dose of heparin before perforation and then gave protamine to reserve it right after poking through. The patient then developed pericardial effusion. Physician then tapped the patient's chest. Patient was left with drains and is doing well, and stable. Patient stayed overnight. Product return is not expected.

Event description:
It was reported that pericardial effusion and perforation had occurred. Procedure was cancelled. It was reported that versacross connect laac access solution selected for left atrial appendage closure (laac) procedure. Prior to procedure, physicians was going transseptal using versa cross connect. Tee was used for imaging during implantation. When rf wire was advanced, it crossed the vessel and straight towards the aorta, which lead to a perforation through aorta. Physician gave full dose of heparin before perforation and then gave protamine to reserve it right after poking through. The patient then developed pericardial effusion. Physician then tapped the patient's chest. Patient was left with drains and is doing well, and stable. Patient stayed overnight. Product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.